Manufacturer narrative:
Technician found that the right siderail had a broken end tube, causing the rail not to latch. Replaced the tube to resolve this issue. Bed located in basement storage.

Event description:
Complaint indicated that the right side rail would not latch. No injury alleged.